Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on (B)(6) 2020 that the patient underwent for fixation of the right proximal femur procedure. During the procedure, the surgeon performed of a drill hole with a cannulated drill to place a sliding screw, passing it through the guide. Surgeon manipulates the drill improperly and the cortex of the bone with a guide side caused the rupture of the distal part of the guide. It was unknown if the procedure completed successfully. There was no consequence of the patient. Concomitant device reported: unknown drill bit (part # unknown, lot # unknown, quantity 1), unknown screw (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) device. This report is for (1) dhs/dcs-guidewire ø2.5 w/thread-tip w/tr. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The instrument(s) was not returned and instead the investigation will be done based on the supplied image(s). The image(s) was reviewed and the complaint condition for broken could be confirmed as the image provided shows the distal tip of the instrument broken. As the instrument(s) was not returned an as received condition, dimensional inspection, material or drawing reviews are not applicable. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: part/lot (338.000s / 181340.2) combination are unknown at synthes gmbh, no DHR review possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.